Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced alert issues. The patient¿s wife stated when she got home from work the patient was sleeping. She woke him up and made him lunch, he asked her to take it to the table; however, he went back to sleep. She yelled out for him a few times and he wasn't responding. She heard him making noise and she immediately checked on him and he was incoherent and sweating. She performed a finger stick and the blood glucose meter was displaying 42 mg/dl. She administered a glucagon shot and he did not respond. She called the ambulance and when the emergency medical technicians (emts) arrived, the patient¿s blood sugar was up to 101 mg/dl. They administered glucose gel on his tongue and left when the patient¿s blood sugar was stable. Additionally, the patient¿s wife indicated that normally when the patient¿s blood sugar is going urgent low, the receiver would beep six times. She stated she only heard it beep three times and did not think the patient was at an urgent low. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.